Event description:
The customer reported approximately 20 liters of diluted detergent leaked from the beckman coulter pk7300 automated microplate system. The leak was not contained within the instrument and diluted detergent leaked onto the floor of the laboratory. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or direct exposure to the leak was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Additional initial reporter information : (B)(6). A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and determined that the cause of the leak was attributed to a defective detergent pump. The fse replaced the detergent pump to resolve the issue and no further leaks were noted. (B)(4).